Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci extension set 3-way 2ss had separated. The following information was provided by the initial reporter: disconnected fluid line. Error discovered during preparation. Connection in fluid pathway came loose. Additional information received from the customer: please confirm how the fault was identified? During priming of the sets. Please confirm if the reported feedback is associated with a separation within the engagement of the set or disconnection with external sets? The disconnection is on the tiva sett, where the lines meet. Please confirm the make and model of the connecting product(s)? 2290es. Please confirm if there is any visible damage on the set? No. Please confirm the exact location of the reported fault within the set? Look at the submitted pictures. Please confirm what substance was being infused during the time of the event? Nacl 0.9%.

Manufacturer narrative:
One 2290es sample was returned in opened packaging from lot ta250121 for investigation; the sample contained white residual fluid. The customer reported: ¿error discovered during preparation. Connection in fluid pathway came loose.¿ the customer provided photographs of the affected sample to support the investigation; analysis of the photographs confirmed the customer's experience with one of the three infusion lines having separated from the male luer. Visual inspection of the returned sample confirmed the customer's experience of separation from the male luer tubing joint; a closer inspection identified residual solvent present at the affected tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance as solvent was present at the affected joint; however it is possible that an inconsistent amount of solvent may have been applied to the tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot ta250121 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2290es product over the past 12 months.

Event description:
No additional information.